Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) connected to the server and verified that it was processing current messages, and the station communication was up to date. The system functioned as intended after the technical support specialist verified the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a patient's orders are not crossing to pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.